Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to correct the initial report, MFR# 8010047-2020-09010. The initial report incorrectly described that the chemical solution was exited out from the channel. The correct reported phenomenon was clogging of the foreign object inside the instrument channel. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Olympus europa k.g (oekg) confirmed that a foreign object was clogged inside the instrument channel. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (clogging of the foreign object) could not be conclusively determined. However, based upon the information from oekg there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. The foreign object was sucked during or post procedure and stuck inside the instrument channel.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The chemical solution was exited out from the channel of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.